Event description:
Pt spontaneously reported her freedom 60 pump broke during her infusion last week. Pt unlocked and moved black tab all the way. Once she put the syringe inside the driver, an internal part broke since her black tab would no longer move. Pt states she had old freedom pump on hand, and she was able to complete infusion. Pump used to infuse gamunex-c as above dose and frequency. No adverse events or missed doses reported. New pump being sent to pt, unknown if pt still has pump on hand for return. No additional information available. Patient also states indications: selective deficiency of immunoglobulin m [igm], antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.